Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Corrected data: d.2. Additional data: d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, white particles on the shell and one opening curved on the radius. A microscopic analysis was performed which identified: one striated opening on the radius. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Health professional reported a right side rupture. Device has been explanted.